Event description:
The clinic reported that the treating surgeon made a transposition error on a conventional monovision treatment plan for a patient undergoing laser vision correction. The treatment affected the left eye. Patient was undercorrected by 5 diopters and is currently 20/30 in the os eye. The patient was referred to a different surgeon for follow-up. No further information available on the patient's current status.

Manufacturer narrative:
No clinical support or service was requested. Customer reporting incident only.